Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
On (B)(6) 2017 during iab insertion on ami patient, iab catheter was unable to advance. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
(B)(4). The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The guide wire and one-way valve were also returned. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2017 during iab insertion on ami patient, iab catheter was unable to advance. Replaced iab to continue therapy. No patient injury was reported.